Event description:
It was reported that a patient underwent an unk procedure on (B)(6) 2010 and suture was used. During the procedure, the needle snapped at the swage where the needle is crimped. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.